Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported frequent upstream occlusion alarm, which was reproduced during evaluation. A review of the event history log identified frequent upstream occlusion alarm. The cause was determined to be a failing upstream sensor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced frequent upstream occlusion alarms. There was no patient involvement. No additional information is available.